Event description:
Complainant alleged that while monitoring the heart rhythm of an (B)(6), male pt complaining of shortness of breath, the device prompted a "shock advised" message. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.